Event description:
Covidien lp shiley lo-pro oral/nasal tracheal tube broke while intubated during an endoscopy procedure. Tube broke at the connection between the tube and the vent. Breakage occurred when trying to disconnect the tube from the vent. Patient needed reintubation. Patient was successfully reintubated and case proceeded without further event.